Manufacturer narrative:
A sample was received from the reporting facility. The luer lok adaptor (lla) was correctly assembled on the syringe of the sample. No component defects were observed. A functionality test was conducted on the returned sample. The sample performed as expected. There have been no other complaints reported in this lot of product except by this reporter at this time. Batch record review indicated product met release criteria. A functionality test was performed on retention samples; samples met specifications. A review of the proper assembly of the device according to the directions for use (dfu) was discussed with this facility. Additional information was requested. A completed questionnaire has not been received.

Event description:
A nurse reported the cannula detached from the syringe during surgery. The posterior capsule ruptured and vitrectomy was performed. The patient was transferred to another facility for treatment. Additional information was received. The facility reported they do not think the patient will have any issues as a result of this event. They also reported they felt the event was most likely due to human error and not a problem with the device. Additional information has been requested. There are two medical device reports being submitted for this facility. This is the first report.